Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr inspected unit, verified all connection to air and o2 were sufficient. Powered unit on and connected air/o2. Unit pressurized on first attempt. Attempted to duplicate issue, fsr could not duplicate. Performed 2,000 preventative maintenance. Calibrated d/c power supply. Calibrated pressure transducer. Calibrated ddi board. Calibrated pneumatics. Unit passed all calibrations. Performed patient circuit calibration. 3100a ventilator unit passed performance check and now available to use.

Event description:
The customer reported to vyaire medical that the 3100a ventilator unit will not pressurize. At this time, there is no information regarding patient involvement associated with the reported event.